Manufacturer narrative:
(B)(4). Additional follow-up is planned but has not yet been completed. The device has been programmed off at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks. Upon interrogation, a message was displayed indicating the signal amplitude was low. Low shock impedance measurements were also observed. It was noted the patient has lost 100 pounds in the last couple of years. Boston scientific technical services (ts) recommended x-rays to assess the position of the system. No adverse patient effects were reported.